Event description:
The customer states that one pt sample generated an initial aeroset calcium assay result of 1.20 mmol/l (4.8 mg/dl). The result was not reported from the lab. The customer retested the same sample on the same analyzer and generated results of 2.40 and 2.42 mmol/l (9.60 and 9.68 mg/dl). The customer did not notice any issue with the analyzer except for some splashing around the r1 wash cup. A service call was initiated.

Manufacturer narrative:
A review of the instrument error logs revealed that an aspiration error occurred on sample probe r1b on the date of the concern, prior to the inaccurate result. A sticky substance, believed to be gel, was found on the surface of the r1b mixer. Field service replaced the r1b mixer. All probes and mixers were cleaned and their respective locations/alignments were verified. Cuvette washer functionality and wash cup flow rates were also verified. Control runs were performed which verified the resolution of the issue. This issue is addressed in the aeroset system operations manual (ln:09d06-05): section 7, operational precautions and limitations, subsection specimen collection, instructs readers to refer to abbott clinical chemistry package inserts for detailed, assay-specific info about specimen collection, preparation, and storage. The reader is cautioned that the aeroset system lacks the capability to verify specimen type and informs the operator that they are responsible for verifying that the correct specimen type is used. The operator is referred to the respective abbott clinical chemistry package insert for the appropriate specimen types for the assay; subsection specimen preparation and storage instructs readers to ensure serum specimens collected in tubes with a get separator have 13 mm serum above the gel. In the event there is insufficient volume above the gel, the reader is instructed to utilize a sample cup. Operators are also instructed to ensure that all serum and plasma specimens are free of fibrin, red blood cells, and other particular matter. Additionally, the operator is referred to the assay parameters section of the assay-specific package insert for individual assay sample volume requirements; section 9, service and maintenance, subsection overview, informs operators that proper maintenance of the aeroset system is one of the most important aspects of a complete quality assurance program and further states that a thorough maintenance program is designed to: minimize down time, maintain records for inspection and accreditation, provide assistance to define and isolate problems, maintain efficient system operation to provide optimal test results, and predict the need for adjustment/repair before test results are affected. Subsection weekly maintenance, requires that operators perform the following at least once a week to ensure proper performance of the aeroset system; check sample and reagent probes, clean outside of sample and reagent probes, and clean mixers. Subsection monthly maintenance requires that operators perform the following at least once a month to ensure proper performance of the aeroset system: clean cuvette washer nozzles and check sample and reagent dispense components. Subsection analyzer component replacement includes the following procedures: sample probe replacement and mixer replacement. Section 10, troubleshooting and diagnostics, subsection observed problems, lists "schedule maintenance is due", fibrin, red blood cells, or particulate matter", sample or reagent probe is partially obstructed", "mixer malfunction" and "cuvette washer malfunction" as probable causes of "results are erratic, precision is poor". The abbott clinical chemistry calcium application sheet (30-3057/r2) also addresses the issue: the operator is informed that the package insert must be read carefully prior to product use and the instructions must be followed accordingly as the reliability of assay results cannot be guaranteed if there are any deviations from the instruction in the insert. The specimen collection and handling section indicates that serum, plasma and urine are suitable specimens. The following requirements are also provided regarding serum and plasma - serum: use serum with or without gel barrier collected by standard venipuncture techniques in glass or plastic tubes. Ensure complete clot formation has taken place prior to centrifugation. Some specimens, especially those from pts receiving anticoagulant or thrombolytic therapy, may exhibit increased clotting time. If the specimen is centrifuged before a complete clot forms, the presence of fibrin may cause erroneous results. Separate from red blood cells as soon after collection as possible. Plasma: use plasma without gel barrier (acceptable anticoagulants: lithium heparin, ammonium heparin, and sodium heparin) collected by standard venipuncture techniques in glass or plastic tubes. Ensure centrifugation is adequate to remove platelets. Separate from red blood cells as soon after collection as possible. The assay parameters section provides operators with total sample volume requirements. The investigation demonstrated that the aeroset analyzer system is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.